Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise from an implanted left ventricular device. Also, the smart pass feature has programmed itself off due to low intrinsic amplitudes. The device sensing vector is programmed to the primary vector. The doctor has now reprogrammed the sensing vector to alternate. There were no additional adverse patient effects.